Event description:
History of syncope and inducible ventricular fibrillation. ICD implanted. Recently experiencing inappropriate shocks. Hospitalized overnight and had aicd battery change and lead replacement with ICD model #7227cx-gem and lead. Old lead noted to have impedance measuring < 100 + 347. Was .576.